Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, minimum fill notifications when attempting to load a cartridge. Reportedly, the cartridge was filled with 150 units. The customer's blood glucose level was 120 mg/dl. Reportedly, the customer added insulin to the existing cartridge and completed the load process successfully.